Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although resistance was felt during thumb advancer deployment, thumb advancer deployment was completed. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. There were not reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Use of device issue - off label use. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.